Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vision transcatheter aortic valve (serial: (B)(6), was chosen for implantation utilizing a small flexnav delivery system (lot: 10341241). Pre-dilatation was performed with a 18mm osypka balloon. Approximately a minute into deployment at beginning of inflow edge positioning, the patient rapidly collapsed. Pericardial effusion with tamponade was observed. The navitor was quickly deployed and resuscitation efforts were started in parallel to pericardiocentesis and blood transfusions. The efforts had no success and the patient died. The physician thought it was likely an annular rupture occurred due to pre-dilatation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The patient effects of death, pericardial effusion, cardiac tamponade, and hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The investigation was unable to determine a cause for the reported death, pericardial effusion, cardiac tamponade, and hypotension could not be determined. The reported unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.